Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test was completed and passed within specifications. Explained two high bg rule. Instructed customer to call back to perform the high-pressure test when clamp arrives. A replacement pump was requested.